Event description:
It was reported that during the unpackaging of the 3.5 x 20 mm nc trek dilatation catheter, the device was pulled from the package forcefully and the hub separated from the catheter shaft. The device was not used, there was no patient involvement and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the return device revealed that the hypotube was separated at the distal end of the hub confirming the reported separation. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.